Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was ovalized approximately 8.5 and 10.5 cm from the distal tip. The outer diameter (od) of the px slim¿s undamaged sections were measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the px slim was ovalized in two locations. This type of damage likely occurs due to improper handling during use. If the device is forcefully gripped during insertion or advancement, damage such as this may occur. The ovalization in the px slim likely contributed to the resistance felt during advancement. The od of the px slim was measured and found to be within specification. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a px slim delivery microcatheter (px slim). During the procedure, the physician inserted another manufacturer's angiography catheter into the target vessel and then attempted to advance the px slim through it. However, while advancing the px slim through the angiography catheter, the physician experienced resistance and subsequently, the px slim was unable to advance any further. Therefore, the px slim was removed and the procedure was successfully completed without a microcatheter, using another manufacturer's coils. There was no report of an adverse effect to the patient.